Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to an atrioventricular groove dissociation.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-are provider (via fax), additional information and a copy of the operative report were received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating most of the cx4 side chemistries were producing suppressed results. The customer determined that the reagent probe tubing was loose and leaking at the probe. No operator exposure was reported for this event.

Manufacturer narrative:
(B)(4) atrioventricular groove dissociation.